Event description:
It was reported that the display of the blood glucose monitor was defective.

Manufacturer narrative:
Shipment of complaint material from russia suspended indefinitely. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
Although the actual device was not returned to the manufacturer, the alleged malfunction was confirmed via photograph.